Manufacturer narrative:
Submit date: (B)(4) 2011. Two samples were rec'd at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The samples were visually inspected and no abnormalities were observed on the catheters. The samples were subjected to the actual use simulation test (soaked in 37 degree celsius water bath for 8 days, then tested for vigorous inflation and deflation). The reported defect could not be duplicated as the balloon could be deflated after the actual use simulation. The complaint will be closed at this time without any further action, as the reported defective condition could not be confirmed in the sample provided and there is no significant trend for this reported issue.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a foley catheter. The customer states that during pre-test, they could not remove water from balloon - balloon was not deflated.